Manufacturer narrative:
The manufacturer previously reported a "service required" code was found in the ventilator's downloaded error log. The device was not in patient use. The device's system board was replaced to address the issue. The system board was returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The pil technician visually inspected the component and found no defects. The component was placed on a multifunctional test station for testing and no issues were found. The technician concludes the system board operates as designed.

Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was not in patient use. The device's system board was replaced to address the issue. Additional service required alarm conditions were observed. These alarms would not affect the device's ability to deliver therapy as designed. The device was cleaned and final testing performed. The device passed all testing.